Event description:
Employees incorrectly applied chains to lift: applied a "short" chain to top left and a "long" chain to bottom left. They then applied "long" chain to top right and a "short" chain to bottom right. This caused resident to be off balance and fall out of lift, receiving severe head trauma.